Event description:
"The pt had difficulty rinsing the catheter. This was forced and caused a rupture to one of the two lumina so it had to be changed. The decision was made to proceed with opacification on the catheter's intact lumen. No anomaly, no opacification possible on the other lumen due to its rupture. Removal of the catheter which revealed a fibrous layer along the entire rupture (around 4 cm). A new catheter was inserted in the left subclavian inside the left subclavian prosthesis (the 5th in the left subclavian)."

Manufacturer narrative:
The device has not been returned to the manufacturer at this time, for eval. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.